Event description:
Device 2 - multiple device event. Customer reports a patient with low protime inr result vs. Lab 1 day later, a misdose of lovenox, and a subsequent gi bleed. Hospitalization required after event.

Manufacturer narrative:
Manufacturer evaluation/investigation currently in progress. Evaluation - device instructions indicate "results may be affected in patients receiving supra-therapeutic heparin or who have an abnormal response to heparin". Customer report indicates patient on heparin.